Event description:
It was reported that doctor started case as usual and when asked to calibrate handpiece, the warning handpiece exposure control motor failure pop up window came up on the screen. The handpiece would not home. Made several attempts to troubleshoot, but were unsuccessful. After trying with two different handpieces, finally a third back-up was opened and proceed with case. No further issues reported.

Manufacturer narrative:
The device was used in treatment and the log files were returned for investigation. Evaluation of the returned log files was performed which showed an "over current" error. When the error can only be cleared by rebooting the system, it is indicative of an issue in the siu firmware that randomly causes the handpiece error message and is not indicative of an issue with the handpiece. This confirms the issue in the siu. There was no serial number provided for the DHR review of the siu so it could not be concluded if the device met the manufacturing specifications. A complaint history review found similar reports of the issue. The relationship of the device and the reported event has been established. The over current error that occurred was due to an issue in the siu firmware. As a result, the root cause of the reported event was due to an electrical component failure.